Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated oversensing due to non-physiologic signals/short interval counts (sic). 55 sic have occurred since (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead had exhibited noise and possible oversensing. The physician noted the possibility of an implantable cardioverter defibrillator (ICD) setscrew issue or the lead not being fully inserted into the ICD. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419478 lead implanted: (B)(6) 2008; 5592-45 lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.